Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. E103 indicates a lamp ignition failure. Based on the results of the investigation, the lamp failed to ignite because a non-olympus lamp was used or aging of igniter board or lamp itself may interfere the lamp ignition because more than 9 years had passed since the device was purchased. Additionally, the user installed the lamp without noticing (or following) the description in the instruction manual. This issue is addressed in the instructions for use (IFU): "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the visera elite xenon light source display an e103 error message. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the lamp turned off momentarily and turned back on. Furthermore, the operator of the unit steered the power and the error cleared. The light source was operating as normal at the time of call. Tac referenced the otv-s190 technical guide on es-web. Tac mentioned to the customer that the third party storz main lamp was installed correctly however, an olympus brand lamp was recommended. Tac advised the customer to exchange the processor or light source with a known good device to help isolate the issue further. A follow up was made and the customer confirmed that the device was operating properly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.